Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: evaluation revealed that the display screen was discolored. The screen was able to be safely read. The total daily doses in the pump history added up correctly and reflected the user¿s programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. The keypad was evaluated and found to be fully intact; no peeling observed. Unrelated to the complaint, evaluation revealed that the up arrow and contrast keys were intermittently unresponsive to button presses. The down arrow and ok keys responded appropriately. The keypad cover was removed and there was evidence of contamination found under the all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the display screen was very dim and fading, and that on (B)(6) 2013, he experienced a low blood glucose (bg) of 42mg/dl and required treatment by paramedics. The patient was reportedly confused and incoherent, and was treated with intravenous fluids until bg was stable. The patient was reportedly also given glucose tablets, food, and juice to treat the low bg. The patient reportedly was not transported to the hospital. The patient stated that he resumed insulin pump therapy the same day and his bg was stable and within normal limits. The patient noted that the dim display screen may have caused or contributed to the alleged bg excursion, as he could not read the screen and may have entered an incorrect bolus amount. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention with an alleged display issue as a cause or contributor in the reported incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.